Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoid resection. According to the reporter: the eea was placed in the rectum. While attempting to connect the anvil, it bent and a new anvil was used. When the surgeon fired the instrument he said he didn't hear a "crunch" sound. The surgeon stated that the handle wanted to spring back. The instrument would not come out of the patient, but was eventually forced out. It was reported that the donuts were incomplete and not all staples were deployed or formed correctly. A second eea31 was used to complete the procedure resulting in unanticipated tissue loss. The incision was extended. An unintended colostomy was performed. No adverse event due to the extension of operating room. Time was reported.